Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: one static image was provided for review. Images from the patient¿s executive summary was provided for anatomical review showing significant leaflet calcification. Fluoroscopic valve load inspection was not provided for confirmation of a good load. An infold was reported in this case. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon (true). Cusp overlap technique was performed for commissural alignment. During the first implant attempt, the valve appeared constrained and may have infolded at the inflow part of the valve. The valve was recaptured and a second attempt to deploy was made and the valve infolded. The valve was recaptured and withdrawn from the patient. A new pre-implant bav was performed with a 20 mm non-medtronic balloon (true). A new valve was loaded and implanted at an implant depth of about 4-5 mm. The valve appeared constrained with paravalvular leak (pvl). A post implant bav was performed with a 22 mm balloon. Mild to moderate pvl was observed with great hemodynamics (160/70 millimeters of mercury (mmhg)). It was noted that no misload was observed on both valves and they were checked in all recommended ways. No further treatment was reported. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a procedural delay of about 20 minutes due to the infolding as a team loaded a new valve. During the implant of the new valve, moderate paravalvular leak (pvl) was observed prior to the post-implant balloon aortic valvuloplasty (bav). No additional adverse patient effects were reported.